Event description:
Information was received from consumers via a company representative regarding patients receiving medication via an implanted pump. It was reported that a lot of patients have the 90% lag issue. Per the reporter, many patients had told him ¿it takes a long time to get a bolus because it seems to stall when I am reading it or when I hit the button to get the bolus - it spins and will get stuck on a number and then it goes and gets stuck on another number and it does this several times and then it gets stuck on 90 and I wait and wait for it to go and it can take several minutes - sometimes I put it away and try again later¿. The reporter had no further details to provide regarding the specific patients and/or events.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.